Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "something is wrong with the energy" of the implantable pulse generator (ipg), "power went up so high in february", the patient can feel "vibrating" and battery estimate went from "12 to 8 years". The ipg remains in use. No patient complications have been reported as a result of this event.